Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A representative of the getinge authorized distributor evaluated the iabp under the direction of a getinge engineer and observed blood contamination in the iabp. The representative replaced all the blood contaminated parts which included the purge manifold, safety disk, condensate removal module and fill tubing. In addition, the iabp was tested to determine if any failure occurred and all tests were passed with all results within range. All functional and safety tests were passed to factory specifications, and the iabp was released for clinical service. The full name of the event site is "(B)(6) hospital", but was shortened due to field character limitation.

Event description:
It was reported that on (B)(6) 2017, the patient was implanted with an intra-aortic balloon (iab) and assisted by a cs100 intra-aortic balloon pump (iabp), and that on (B)(6) 2017. Blood was observed in the balloon extension tube, and the iabp did not generate a warning message and continued pumping. The clinician stopped the iabp immediately, disconnected the balloon extension tube from the iabp and the doctor removed the iab. The iab was discarded and the iabp was removed due to blood intake. No adverse event was reported.

Manufacturer narrative:
Our national repair center (nrc) performed inspection of the solenoid driver board and no visual damage was observed. The board was installed into the cs100 test fixture and tested to factory specifications per cs100 service manual. However, during configuration of s1 a and b, the engineer was not able to get more than 2.2 volts at tp2/tp5; this failed testing. The reported failure "the blood back alarm didn¿t generate when the blood went into the unit" could not be verified. The nrc was able to get a "blood detected" message when placing an obstruction in the blood back sensor. Further analysis will be performed by the supplier per procedure.

Event description:
It was reported that on (B)(6) 2017, the patient was implanted with an intra-aortic balloon (iab) and assisted by a cs100 intra-aortic balloon pump (iabp), and that on (B)(6)2017. Blood was observed in the balloon extension tube, and the iabp did not generate a warning message and continued pumping. The clinician stopped the iabp immediately, disconnected the balloon extension tube from the iabp and the doctor removed the iab. The iab was discarded and the iabp was removed due to blood intake. No adverse event was reported.

Manufacturer narrative:
The supplier returned the solenoid driver board and verified the reported failure. The root cause of the failure was determined and the supplier replaced defective cr68, cr69, cleaned the blood back sensor and the board passed all of their testing. The getinge national repair center (nrc) then installed the board into the cs100 test fixture, and the board tested to factory specifications per cs100 service manual.

Event description:
It was reported that on (B)(6)2017, the patient was implanted with an intra-aortic balloon (iab) and assisted by a cs100 intra-aortic balloon pump (iabp), and that on (B)(6)2017. Blood was observed in the balloon extension tube, and the iabp did not generate a warning message and continued pumping. The clinician stopped the iabp immediately, disconnected the balloon extension tube from the iabp and the doctor removed the iab. The iab was discarded and the iabp was removed due to blood intake. No adverse event was reported.

Manufacturer narrative:
A representative of the getinge authorized distributor evaluated the iabp under the direction of a getinge engineer. The representative reported that the field service corrective action for improved blood detection was not yet implemented on this iabp. The representative also observed blood contamination in the iabp and replaced all the blood contaminated parts which included the purge manifold, safety disk, condensate removal module and fill tubing. In addition, the solenoid driver board was also replaced, but was not blood contaminated. The iabp was tested and all functional and safety tests were passed to factory specifications. The iabp was returned to the customer and released for clinical service. The customer has requested failure investigation of this event. Corrected fields: (mfg narrative was incorrectly reported in the initial MDR).

Event description:
It was reported that on (B)(4) 2017, the patient was implanted with an intra-aortic balloon (iab) and assisted by a cs100 intra-aortic balloon pump (iabp), and that on (B)(4) 2017. Blood was observed in the balloon extension tube, and the iabp did not generate a warning message and continued pumping. The clinician stopped the iabp immediately, disconnected the balloon extension tube from the iabp and the doctor removed the iab. The iab was discarded and the iabp was removed due to blood intake. No adverse event was reported.